Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results and poc inr results. The results were as follows: (B)(6). The monitor was not in correct mode when fingerstick was performed; also reported milking finger after fingerstick and using one fingerstick for multiple tests. The reported therapeutic range was: 2-3. A dose change to patient's warfarin had been made recently but exact dose was not available; no date available.. Patient was hospitalized for cancer surgery, leg infection, sepsis and bleeding, but were unrelated to inratio meter. Date unspecified.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met release specification. Although the customer was identified as having conditions that may impact the performance of the assay, improper techniques and a user issue were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.